Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh were implanted and on (B)(6) 2005 and mesh was implanted into the patient¿s body. It was also reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted and on (B)(6) 2005 and another mesh and boston scientific anchor bone vesica were implanted into the patient¿s body concurrently with a suprapubic catheter placement performed during mesh implantation. It was also reported that the patient experienced multiple complications, including erosion, infections, dyspareunia , formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. It was reported that the patient underwent mesh removal/revision on (B)(6) 2005 due to erosion. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2010 due to pelvic pain. It was reported that the patient underwent mesh excision on (B)(6) 2011.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 09/18/2013.